Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation completed. This is an initial final report submission. Review of the most recent repair record determined the unit failed the test cut as it was out of calibration. The comb and springs were damaged and the side plates, carrier guide and bottom roller were worn. The comb, springs, side plates, carrier guide, and bottom roll were replaced and the unit was calibrated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the meshgraft stopped working. The ratchet was able to perform the up and down motion. No harm reported. There was a 10 minute delay in procedure. At product evaluation investigation the mesher was found with a damaged comb. No adverse events were reported as a result of this malfunction.